Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the ins died, and the patient needed to get it replaced. No symptoms or complications were reported.